Event description:
Additional information was received from a manufacturer representative (rep) reporting the patient is trying to recharge with the wireless recharger (wr).they would get connection briefly but then lose the connection within less than 10 seconds. The rep indicated the ins is at a bit of an angle (tilted). Then the rep put the wr on the ins by off centering to the 4 edges. The top edge of the implant was able to get "good" recharging and it maintained. The issue is resolved for now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause of the implantable neurostimulator (ins) being tilted was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from a manufacturer representative (rep) that they could only provide that the patient reported the implantable neurostimulator recharger (insr) will not "connect" to the implantable neurostimulator (ins) and could not describe what the issue was with the patient's insr. It was advised they try to get more information regarding the specifics of the issue. They noted that the patient's other insr does work for charging both inss. The patient will be calling patient services for further assistance. Additional information was received on 2020-mar-11 from a consumer. It was reported the patient has recharging/poor coupling issues. The patient has 2 implants and 2 rechargers. Their right side works great but the one on the left is over the heart and can be hard to find. They stated they put the one recharger on and it worked fine on both the left and right side but the other recharger is the one they are having an issue with. The recharger usually showed 8 bars and then about 2 months ago, the recharger started showing 4 bars, 3 bars, 2 bars and sometimes no bars. They have had the recharger that is not working well for about 4-5 years. It was reviewed that it may be an issue with the recharger antenna. No patient symptoms were reported. A replacement was sent. Additional information was received from the consumer on 2020-apr-07. It was reported the patient still continues to have problems with the left device. Even with the new recharger, it takes 6-8 hours to charge on the left, but only 3-4 hours on the right device. Just this weekend, they spent 6-8 hours charging and then realized their symptoms were strong again to indicate it was not working. They never had problems with their right charger. They thought the new recharger would work but it was not the answer. A manufacturer representative (rep) sent them sticky pads to see if they could make the connection tighter, but they did not work well. Plus, they were very hard on the newer skin that covers the battery. They did not want to hurt that skin and risk the battery space becoming infected. Additional information was received from a manufacturer representative (rep) on 2020-apr-13 clarifying it was the ins that was shutting off. The rep confirmed the ins shutting off is a continuation of an event that was previously reported. The cause of the poor coupling and taking longer to recharge was not determined. No further actions/interventions were taken and the issue has not been resolved.